Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/12/2016 to report that on (B)(6) 2016, the transmitter stopped working. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A review of the downloaded receiver log confirmed the reported event of transmitter failed to pair on issue date. The reported event of transmitter stopped working was confirmed. The root cause was determined to be a defective transmitter.